Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to biopsy channel leakage while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The instructions for use (IFU) state the following regarding the suggested phenomenon: "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced a no image issue (unrestorable black screen). The event occurred during preparation for use. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of no image issue was confirmed. The scope has no image (black screen) due to fluid invasion at the body control unit (bcu), and scope connector, after aeration, the image is distorted/flickering. In addition the biopsy channel is slowly leaking due to a tear inside used boroscope. To check the channel, it was identified the insertion tube (I/t) had a heavy dent and failed ring gauge. Advanced diagnostics removed the rubber at the bending section (b/s), and found on the charged cabled device (ccd) unit the tube shrunk and was split. Additionally, the following findings were also identified, and are as follows: (a.) The water leak test failed as it was unable to be taped, (b.) The bending section cover glue was lifting, and was scratched, (c.) The forceps passage biopsy channel slowly leaked, (d.) The evis image flickered and was distorted, (e.) The bending section passed the continuity test and the charged cabled device tube was split, (f.) The insertion tube had a scratch and a heavy dent, from the ring gauge, (g.) The control body was wet, even after aeration, (h.) And the scope connector was wet even after aeration. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.